Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, when the physician tested the brush, he found the distal tip of the brush was not straight, and upon retraction, the brush would not fully retract into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was fully retracted when received. The brush was kinked on the proximal side of the brush bristles. It was also noted that the brush was stuck in the extrusion by dried residue which appeared to be consistent with bodily fluids. Once the brush was cleared of the residue, a functional check found that the brush would extend and retract with minimal resistance, which was caused by the kinked brush as it dragged on the inside of the extrusion lumen. No other issues were noted. The condition of the returned unit was consistent with the complaint incident that the device brush was difficult to retract. A lot history search was performed and found no other complaints against the reported lot number.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the physician tested the brush, he found the distal tip of the brush was not straight, and upon retraction, the brush would not fully retract into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)